Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed unresolved "vent inop, motor fault, circuit disconnect, low ve, low pip, xdcr fault, high rate" alarms. The customer reported that there was no patient involvement.